Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After performing plain old balloon angioplasty, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but seemed to have deformed. The device was removed from the patient and it was noticed that the stent had been shortened. The procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were distorted, misaligned, stretched and some stent struts were pulled over the distal tip. The stent moved on the balloon 9mm in a distal direction. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed balloon wall. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After performing plain old balloon angioplasty, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but seemed to have deformed. The device was removed from the patient and it was noticed that the stent had been shortened. The procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.